Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) with a pump that was not working properly. The pump would not transfer the fluid to the cylinders. Surgical intervention was performed to replace the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the pump found the kink resistant tubing (krt) was worn to the filament and the poppet rod in the pump was misaligned. The cylinders were examined, and both proximal ends of the cylinders presented wear at the folds as well as a hole in the outer tube from wear against the krt. They both had a leak as a result of this wear. One of the cylinders showed broken fabric threads under microscopic examination. The other cylinder also had additional wear at a fold in the distal end of the cylinder. The krt of both cylinders were worn to the filament. Inspection of the reservoir found wear at a fold and inhibizone discoloration in the adapter. The tubing returned with the reservoir did have holes consistent with sharp instrument damage. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) with a pump that was not working properly. The pump would not transfer the fluid to the cylinders. Surgical intervention was performed to replace the ipp. There were no patient complications reported.